Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and assisted the user remotely. During troubleshooting, the rse requested a manual restart of the host pc, which successfully restored the system's functionality. The system log review showed the host pc did not start up previously. A philips field service engineer (fse) inspected the system onsite 17 days after the initial report. They confirmed no new similar events occurred. A system diagnosis and log review found no faults with the system. The device was returned to use in good working order. The codes were updated based on the investigation outcome.